Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.0/2.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a same length lens but different axis and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).